Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause fot he reported observation could not be determined. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. Prior to distribution, all captura serrated jumbo forceps with spike are subjected to a visual inspection to ensure device integrity. Corrective action. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint and reassess the risk assessment result as post market feedback continues to become available.

Event description:
During a colonoscopy, a cook captura serrated jumbo forceps with spike was used. The forceps is grabbing too much tissue, causing a hematoma. The patient did not require any additional procedures due to this occurrence. The procedure was completed with the device in question. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According tot he initial reporter, the patient did not experience any adverse effects due to this occurrence.